Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss)instructed the user to back out of the patient profile so the page could update. After doing so, when the user accessed the patient profile again, it had updated, and users were able to issue the medication. It was informed that the user needed to leave the patient profile because it did not update while remaining on the profile screen. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had device unable to issue medication. The customer reported error message was notified as "medication had been approved through rxverify", however, they were still unable to select the medication for dispensing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.